Event description:
Pt reported to hcp with return of severe pain, which had been controlled by medication from the implanted pump. Pump was found to be almost full though the programmer read that the pump needed to be filled. Pump was checked per the rotor test and found to be stalled. Bolus was attempted but ineffective through the pump. Pump explanted and replaced. Pt condition is improving but is requiring adjustment of dose to control pain.